Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump has a scratch or crack on the display. Customer's blood glucose is 216 mg/dl. Customer is still able to read the display. She was advised to monitor the device and call back if the damage worsens. Nothing further reported.